Event description:
The customer reported that the device did not discharge energy via external paddles. The involved pt died, but there was no report that device behavior impacted pt outcome. A second defibrillator was used without delay to deliver a shock.

Manufacturer narrative:
(B)(4). The customer reported that the device did not discharge energy via external paddles. The involved pt died, but there was no report that device behavior impacted pt outcome. A second defibrillator was used without delay to deliver a shock. A philips field service engineer evaluated the device, but could not reproduce the reported symptom. The device was functioning as designed and intended. It passed all standard testing and was returned to service. Philips quality investigators reviewed the available info. The message "no shock delivered" associated with a red pci indicator, which was present during the incident, reflects an out of range pt impedance. There was no malfunction of the device. This was a user misunderstanding in the use of paddles and how shock delivery is impacted by pt impedance.